Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system cannot cut at 2500cpm" (device operates different than expected). A customer reported the system would not cut at 2500 cpm. The case was completed, but the surgeon canceled the following case, because he believed it to be a system issue and not the cutter. Additional information has been requested.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The vitrectomy cutting capability was tested with 1500 and 2500 probe settings. The waveforms were found to be within specifications. Preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).